Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and inappropriate shocks. It was noted that the device had flipped, indicating twiddlers syndrome. The rv lead was noted to be in the pocket. The lead was explanted and replaced. No additional adverse patient effects were reported.